Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had migrated from t7 to t10. Surgical intervention was undertaken, and the right lead was explanted and replaced, and the left lead was moved back up to t7.